Event description:
It was reported that the device would not calibrate. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Annex a: a08; annex g: g07001. Additional information: annex a: a1205; annex g: g0405213.

Event description:
It was reported that the device would not calibrate. There was no patient involvement.

Event description:
It was reported that the device would not calibrate. There was no patient involvement.

Event description:
It was reported that the device would not calibrate. There was no patient involvement.

Manufacturer narrative:
Correction: annex d: d02 additional information: annex d: d01. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the pump module not calibrating for rate accuracy was confirmed when performing alaris system maintenance rate accuracy testing during the investigation. Laboratory testing confirmed the suspect device failing for rate accuracy as found with an actual error of - 4.1667% (acceptable error result is +/- 3.400%) with the initial volume per mechanism revolution (vpmr) indicating 154.8 l. Rate calibration also failed as the system would attempt to update the vpmr to 148.3 l, placing the vpmr value below the minimum acceptable range. The acceptable vpmr value range is between 153.9 l and 188.1 l. The internal inspection process identified mechanism assembly retention screws not torqued to specification. The bezel assembly screws were torqued to 6 in-lbs. Per the alaris technical service manual specification and the pump was reassembled. After the retention screws were tightened to specification, the pump module successfully passed rate accuracy with an actual error result of 0.0%. Calibrate increased the calculated vpmr value to 154.8 l, within the acceptable range. CAPA 6709757 was opened to determine the root cause related to pump modules failing rate calibration as a result of mechanism screws not torqued to specification. A subsequent review of the device logs was performed by an investigator in conjunction with a cyber-security subject matter expert (sme) and did not identify any obvious anomalies/suspicious activity in the logs. The complaint file captures this additional investigation. The mechanism assembly was disassembled during the internal inspection of the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center or to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.